Event description:
During an inspection of stock on hand by a company representative, 2 pump canisters were found to be cracked.

Manufacturer narrative:
This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009.